Event description:
The customer reported the guide wire was not fixed during a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (dirt on inside of light guide lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the inside of the light guide lens was dirty. In addition, the elevator wire was frayed, the angulation was insufficient, there was a leak at the distal end, the light guide lens was broken, the adhesive on the bending section cover was cracked, and the connecting tube was crumpled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due physical stress, and humidity entered the device, which caused components under light guide (lg) lens to corrode. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope-important information ¿ please read before use: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ precautions: ¿this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found.¿ storage and disposal: ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.